Event description:
It was reported that during a meniscus repair, three (3) fast-fix 360 failed in the same way. The t1 implant of each of them was implanted, but it was not attached to the suture that attached to the t2 creating the loop. The first t2 was removed from the patient by pulling out, and the other two t2 were not implanted as they noticed there was an issue; all the t1 were left secure in the patient knee. The procedure was completed using a s+n back up device. There was a delay of 10 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information: b5 and h6: health effect - clinical and impact code.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, three (3) fast-fix 360 failed in the same way. The t1 implant of each of them was implanted, but it was not attached to the suture that attached to the t2 creating the loop. The first t2 was removed from the patient by pulling out, and the other two t2 were not implanted as they noticed there was an issue. The procedure was completed using a s+n back up device. There was a delay of 10 minutes, and no further complications were reported.